Manufacturer narrative:
Eval summary: the cause of the hinge post assembly failure could not be definitively determined, however, laxity in the knee could be a contributing factor. No prod or x-rays were returned for eval. Device history records indicated device manufactured to specification.

Event description:
It is reported that the device was implanted in 2006. It was reported by the doctor on in 2007, that the hinge post assembly was cracked or fractured. A custom-made hinge post is being manufactured for the revision surgery.